Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure an undefined major adverse cardiac event (mace) occurred. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3.0mm and the lesion length was 12mm. Direct stenting was not attempted. A 3.00x16mm liberte stent was implanted. The procedure was technically successful with a residual stenosis of 0%. The patient was discharged 13 days post procedure without angina or silent ischemia. Discharge medications were aspirin 75mg daily for an indefinite period and clopidogrel 75mg daily for 12 months, heparin and a 2b3a inhibitor. An undefined mace had occurred. No additional information is provided.

Manufacturer narrative:
Date of event - unknown month and day 2005. The device will not be returned for evaluation therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the directions for use (dfu). (B)(4). Device not returned for analysis.